Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, due to no device return, the complaint could not be confirmed. Therefore, the root cause of the reported failure could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." This supplemental report includes a correction to e1, e2, e3, and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous h10 submission. It was inadvertently submitted that a correction was made to e2 and e3 from the initial medwatch. However, no correction was required. E2 remains "no," and e3 remains "non-healthcare professional" as reported in the initial medwatch.

Event description:
The olympus employee reported on behalf of the customer that the ceramic tip of the rotating cf resectoscope inner sheath broke and fell inside the patient's bladder and was able to be recovered during a diagnostic procedure. The procedure was completed. It was unknown if the procedure was prolonged or if there was any other medical intervention required. Additional customer follow-up was conducted for patient outcome and procedural details, however; the details have not been provided. No patient or user injury was reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.